Event description:
It was reported that the device had failed the patient occlusion test where the pressure had shown 6.8 instead of the 7.7 minimum. Took it through a pressure calibration reset but received an error 'the upstream and downstream voltage readings were not in range'. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.